Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, battery tube threads, reservoir tube lip completely broken off and with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose level was 120 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised that there was a missing piece at the opening of the reservoir compartment and the reservoir kept coming out of the insulin pump. Customer advised the belt clip slot broke and the insulin pump fell. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.